Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02203. The pt has an scs system which includes three leads from the same lot. It was reported the pt felt sporadic overstimulation near her ipg pocket site that ran down her legs. The pt stated she always kept stimulation running and she still received good coverage. The pt also reported she had fallen. X-rays revealed no anomalies but diagnostic testing showed low impedance readings on all but one lead contact. Reprogramming temporarily resolved the issue. Follow-up sharp pain in her leg and foot. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.